Event description:
Event was reported to caldera medical by an attorney. The pt has suffered failure of the mesh devices, recurrence of stress urinary incontinence, pelvic pain, vaginal bleeding, and dyspareunia. No further info has been provided.